Manufacturer narrative:
(B)(4). Date sent 1/7/2025. D4 batch#: 860c66. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/3. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The event described of difficult to open could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 860c66, and no non-conformance's were identified. The lot#: 896c33 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: 1. Is the current patient status known? [Ans1) the patient status is known.] 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? [Ans: there was no patient consequence in this event. Patient is fine.] Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Event description:
It was reported that during a lap anterior resection, nurse reported that a ec60a with gst60d was used during the operation by dr. Surgeon closed the jaw on patient tissue and ready to fire the device. When surgeon was pressing the firing trigger, he can feel the blade was not advancing. The ec60a was jammed and need to reverse the knife to open jaws. Photos were taken intra-op and attached for further investigation. The ec60a is then removed from the patient and surgeon used another echelon to finish the procedure.